Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately calcified left anterior descending artery. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation, however, while trying to cross the lesion the shaft got broken. The device was completely removed from the patient and the procedure was completed with a 2.5x10mm wolverine cutting balloon. No patient complications were reported and the patient is doing well. Returned product consisted of a emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks on the hypotube. The hypotube is separated 24.4cm from the hub. Microscopic examination revealed that the tip is damaged and the balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there are multiple kinks along the shaft and the hypotube is separated but appeared to be kinked prior to separation.